Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported connection issues. "Needle used to draw up med got stuck on syringe, physician broke needle/syringe trying to get it off." No portion of the broken/spoiled product has been administered, and no portion of the broken/spoiled product is intended to be administered to any patient. There was no harm to the patient, hcp or user.